Manufacturer narrative:
At the time of this report the glidescope avl video baton 3-4 has not been returned to verathon for evaluation, however the customer stated that the video baton would be returned. A review of the device history shows that the device was manufactured on 25-sep-2014 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). At this time, the cause could not be conclusively determined. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would become grainy and then show the "attach video cable" prompt on the screen. The customer indicated this image cut out mid-intubation and the procedure was completed with a second video baton, however the time to prepare the second video baton was not known. No harm to the patient or user was reported.

Manufacturer narrative:
A verathon complaints specialist followed up with the customer to gather additional information on the return of the glidescope avl video baton 3-4. The customer confirmed that the device would no longer be returned as they had disposed of the unit onsite by mistake. Since the device was not returned to verathon for further evaluation, the cause of the reported issue could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.